Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lower housing was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction of the latch at the base of the unit which could cause the unit to tip or fall. There was no patient involvement.